Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that an asystole alarm failed to alarm for the patient on tel7 on (B)(6) 2015 between 06:32 - 06:41 resulting in the patient death.

Manufacturer narrative:
The customer reported that an asystole alarm failed to alarm for the patient on tel7 on (B)(6) 2015 between 06:32 - 06:41 resulting in the patient death. This device was evaluated on site by a qualified service provider and was not returned to the manufacturer for evaluation. A review of the logs found that an asystole alarm occurred at 06:32 for tel7 on (B)(6) 2015 and was silenced at 07:01. This is considered a user alarm handling issue. In addition, the field service engineer noted that the volume was set to 1 and he advised the customer to increase the volume setting to 4. The field service engineer tested device functionality and no problems were noted. The device remains at the customer site.